Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the 2250 error and rack jam errors on the error log. Fse was able to reproduce the problem by attempting to move rack from home to suction position and error occurred. Fse cleaned the entire sample loader area, verified all sample racks were in good condition, verified no sticky residue on bottom of sample rack, guide rails and the rollers. Fse removed reagent carousel and performed rack movement test to suction position and found flag not set correctly, adjusted flag and following test was okay. Fse performed multiple rack movement tests with good results and without further issues or errors. Fse successfully completed quality control run within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [2250] sample loader rack x1-step feed failure. Cause: the pitch sensor did not activate during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned x1 pitch home sensor.

Event description:
A customer reported getting error messages "2250 sample loader rack x1-step feed failure" on the aia-2000 analyzer. The customer removed the sample rack, rebooted the analyzer and tried to run samples, but the error persisted. Technical support specialist (tss) instructed the customer to perform an all set home from maintenance then upgrade analyzer's software (version up); customer performed the version up, but error reoccurred. Customer is unable to process samples, analyzer is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth), luteinizing hormone (lhii) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.